Event description:
It was reported that the device reached elective replacement indicator (eri) after 33 months and premature battery depletion is suspected. Additionally, the patient called to report and question why the device only lasted approximately 30 months. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the battery voltage - battery depletion indicated/elective replacement indicator (eri). The save to disk recommended replacement time (rrt) was on (B)(6) 2012 with rrt<=2.6251 volt. The weekly battery voltage trend data shows the battery = 2.631 to 2.6240 volts minimum between (B)(6) 2012 and (B)(6) 2012. There was 1 - patient alert for low battery voltage on (B)(6) 2012. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.